Manufacturer narrative:
A review of the complaint history for serial number (B)(6) was conducted in salesforce. This review did not reveal any similar complaints associated with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was conducted from its manufacture date of 30 march 2021 to 11 april 2025. This review confirmed that the device has not been returned for servicing and that there was no production failures associated with it that would correlate with the customer-reported issue. The reported event, where the medes station failed to boot up, was confirmed by the bd field service engineer (fse) during the site visit. An inspection of the drawer controller board in the dchu investigation lab revealed that a thermal event had affected the c507 capacitor. Based on the field service engineer (fse) notes on work order (wo) 1811035, the medstation was not booting up upon the fse's arrival on site. During troubleshooting, the fse identified a faulty drawer controller board, which was subsequently replaced and tested. The inspection process performed on the drawer controller board found evidence of a thermal damage on the u302 microchip and the c507 capacitor. Laboratory testing was not performed by installing the drawer controller board into a medstation es in the dchu lab due to the board¿s condition.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary does not boot up. A hard reboot was attempted, but the station remains unresponsive and fails to start up. There was no impact to patient care.